Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and a 3rd party wall power adapter. Replacement charging supplies were sent to the customer in attempt to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.